Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: data not available. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient called to request cancellations of all omnipod shipments. The patient was noticeably frustrated and stated that they did not wish to answer any questions. The patient also mentioned of having been hospitalized for the fifth time and attributed this to the product; however, no additional details were provided. No further information was shared during the call. A supplemental report will be submitted if additional information becomes available.